Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading over 600 mg/dl to "high". Cause of bg level was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, insulin, magnesium, "lr", and potassium. Customer was discharged 4 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.